Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® in the cheeks and neck. Four days later, the patient experienced ¿redness, severe dryness, internal bleeding, mild heat sensation, and tenderness from the nasolabial folds to under the mouth and chin.¿ no treatment has been provided. Symptoms are ongoing. The hcp additionally reported that the ¿rash from anesthesia tended to improve.¿ regarding subcutaneous bleeding in the jaw area, pain remained, and considering the patient's anxiety, partial dissolution treatment using hyaluronidase was performed.¿ symptoms are ongoing.